Event description:
On an unknown date, a patient in japan underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2021, the patient developed a stomach ache and went to the hospital. A gastographin image was done and the physician noted that the tip of the intestinal tube was stretched due to an enterolith. The tube was cut to facilitate rectal passage of the tube. An egd was performed to replace the tube and the physician confirmed that there were ulcers in the pyloric and prepyloric regions and the mucosa of the superior duodenal angle caused by the tube.

Manufacturer narrative:
Reference record (B)(4). Catalog number is the similar us list number, the international list number is unknown. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The disposition of the device involved is unknown; therefore, it is unknown if a return sample evaluation is able to be performed. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.